Manufacturer narrative:
E1: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the sheath was detached and kinked. Impedance testing revealed no electrical issues with the device.

Event description:
Reportable based upon device analysis completed on (B)(6) 2024 4. It was reported that visualization issues were encountered. The 90% stenosed, 20 x 2.8mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. Opticross imaging catheter was selected for ultrasound examination of the target lesion. During the process of implantation, the catheter could not show the image, the image was black. The physician confirmed that the motor and the catheter were correctly connected, and the catheter was recognized by the system but still the device could not show the image after retested. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed the sheath was detached.